Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine 7.6 mg/ml at 1.1695 mg/day, and morphine 50 mg/ml at 7.694 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, and failed back surgery syndrome. It was reported that the patient could not afford to get the pump refilled at this time and the patient's hcp believed the reservoir is empty. The hcp did not have access the patient/clinician programmer. The low reservoir alarm was supposed to be activated on (B)(6) 2015. The patient never heard any pump alarms. The hcp did not remember when the empty reservoir alarm occurred and did not have event logs to confirm it. The pump was stopped and the alarms were silenced on (B)(6) 2015. The patient's financial issues were believed to be temporary and filling the pump with preservative free normal saline was discussed. The patient was involved in a car accident on (B)(6) 2015 and attributed all of their withdrawal symptoms which included a gradual on set of increased pain, aching all over and sudden abdominal/vomiting issue to that car accident. The patient's hcp believed the current symptoms are from the empty reservoir. It was noted that for months, the patient cannot keep any food or fluid down. The hcp suspected abdominal cancer as the patient's white blood cell count is elevated and kidneys are only functioning at 26%, but the patient did not have enough money to get diagnostic studies done to determine a true diagnosis. The patient went to the hospital over the last month because of the abdominal issues. The troubleshooting, actions/interventions, and cause of the pump alarm and patient symptoms were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.